Event description:
It was reported that catheter stuck in stent. An opticross 18 imaging catheter was selected for use. While advancing, the catheter stuck on a stent strut and the tip of the catheter got kinked causing the image to go out. The procedure was completed using a new catheter. No patient complications were reported.